Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0418 showed 13 other similar product complaint(s) from this lot number.

Event description:
It was reported that plastic clip comes away from the sticky adhesive pad. Happened with total to date x4. Of those, 3 were used on patients and fell apart within 3 days. 1 sample being returned straight from packet not used on patient, where gentle pulling caused the plastic clip to separate easily. This report addresses the first device.